Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for a check up after transferring care to a different healthcare provider. Upon interrogation of his implantable cardioverter defibrillator, it was noted that the right ventricular lead exhibited elevated threshold and the atrial lead exhibited noise. Due to the high ventricular lead threshold, the right ventricular lead was not able to capture consistently at maximum output and the patient experienced diaphragmatic stimulation with pacing. The atrial lead exhibited stable electrical value and the device was programmed to aai at 70 ppm. On (B)(6) 2018, the patient presented for a device and leads replacement procedure. The device was replaced due to the advisory status and the right ventricular lead was replaced due to electrical anomalies and advisory status. No further information was available.

Event description:
New information received confirmed that the atrial and right ventricular leads were explanted on (B)(6) 2018. The patient was noted to be in stable condition post procedure.

Event description:
New information received on 05/29/2018 noted that the implantable cardioverter defibrillator was not explanted.